Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump pocket infection and sepsis. The patient exhibited signs of systemic inflammatory response syndrome (sirs) and had an abnormal blood gas. No additional information was provided. In response, the patient had prolonged hospitalization. Changes were made to the patient¿s medication regimen. The infection began on (B)(6) 2016 and was reported as ongoing. On (B)(6) 2016, the patient was treated for cardiogenic shock secondary to hypoperfusion. The patient had increased bilirubin which reportedly peaked on (B)(6) 2016. The event resolved on (B)(6) 2016.

Manufacturer narrative:
A correlation between the evaluation of the explanted pump and the reported pump pocket infection and sepsis could not be conclusively determined. The pump was returned with the driveline cut approximately 4 inches from the pump housing and a 23 inch portion of the severed driveline was returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed reddish-yellow, non-laminated depositions in the lumens of the outflow graft and outflow elbow. Depositions of tissue and clotted blood were found in the lumens of the inlet tube, knitted flex section, inlet tube, in the inlet stator, on the body of the rotor, and in the outlet stator. All of the depositions appeared to have developed as the result of poor surface washing due to a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists pump pocket infections and sepsis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-02304 for the report of the concurrent gastrointestinal (gi) bleed. The device was returned for analysis. The evaluation is not yet complete.

Event description:
Additional information: it was reported on (B)(6) 2016 that the patient remained in the hospital as status 1a for transplant. The pump pocket infection had not resolved. A computerized tomography (CT) scan performed on (B)(6) 2016 revealed fluid collection around the lvad. Blood cultures and driveline cultures remained negative. The patient continued to receive IV vancomycin and cefepime. Antibiotics would likely continue until transplant and removal of lvad. On (B)(6) 2016, the patient expired due to respiratory failure. The patient also had an ongoing gastrointestinal (gi) bleed concurrent to the pump pocket infection.